Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port broke off of the cool path catheter handle, when the catheter was manipulated. The catheter was replaced with another cool path catheter and the procedure was completed. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Methods: actual device not evaluated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.